Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number (B)(4). The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 3ml saline fill (B)(6) sp leaked. The following information was provided by the initial reporter: the patient went to hospital due to chronic nephritis syndrome. On (B)(6) 2020, the responsible nurse performed intravenous infusion on the patient as prescribed by the doctor. When pre-flushing the indwelling needle, it was found that the flush was leaked, could not be used, and it was immediately replaced, not causing any harm to the patient.